Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device fell apart-unattached, identified during service and repair, was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4)

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the attachment device could not insert cutter, had illegible labeling etch, fell apart-unattached, could not insert cutter, had missing components, nose tube was bent/damaged and had bearing damage. It was further determined that the device failed pretest for verification: visual assessment, lock operation and cutter insertion. It was noted in the service order that the device had bearing damage. It was noted that the ball bearings were fallen apart, internal parts of the ball bearing were missing, the extension sleeve had been damaged as a result and the labeling was scratched and almost illegible. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.